Event description:
Sv300 made a loud sound followed by upper airway pressure alarm. Unit removed from patient and taken to department while on battery. In transit unit emitted smoke and flames. Rt poured irrigation solution onto unit. No patient injury. Biomed department disassemble and documented charred internal components.